Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. However, as the DHR cannot be reviewed it cannot be confirmed that the product was conforming. Review of the device confirmed the reported condition. Evaluation noted scratches and nicks in the blades of the device. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent a left femoral fixation procedure on (B)(6) 2015. During the procedure, the tip of the drill fractured. Pieces of the fractured drill bit had to be retrieved from the patient; however, all pieces were removed. Another instrument was used to complete the procedure.